Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when the device was found to be in back up vvi mode. A device download was successfully performed and the device was restored. Patient monitoring will continue.